Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. The insulin pump had moisture damage on the motor. Analysis was unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to moisture damage on the electronic stack. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The customer reported that they went swimming with the insulin pump on. The customer's blood glucose was 117 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.